Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide states, "keep the transmitter and the pump within 20 feet of each other without obstruction.¿ device not returned.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Reportedly, the customer wore the pump and the transmitter on opposite sides of the body. The customer's blood glucose level was 55 mg/dl. Customer consumed carbohydrates to address bg. Reportedly, the pump regained connection, and the customer continued to use the pump for insulin therapy.